Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered multiple shocks and bursts of anti-tachycardia pacing (atp) during a stored ventricular episode. Technical services (ts) analyzed the device episode data and determined that the therapy was inappropriate for atrial fibrillation (af) with rapid ventricular response (rvr). It was noted that the rhythm became more stable after the therapy was delivered and that the patient will be undergoing an ablation procedure in the near future. Ts advised rate control as troubleshooting. No additional adverse patient effects were reported. The leads were not manufactured by (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).